Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-02428. It was reported the patient was receiving inadequate stimulation. As a result, the patient's leads were explanted and replaced. Surgical intervention resolved the patient's issue.